Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test but was not able to navigate through the power-on self-test (p.o.s.t.). The unit alarmed and the temperature probe indicator lights flashed. The unit was opened , and it was observed that the temperature probe port harness and the fan harness were disconnected. The harnesses were plugged back in and this time the unit navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The complaint has been confirmed. The investigation revealed the temperature probe harness and fan harness were disconnected. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. It is likely that the user opened the unit and disconnected these harnesses. The root cause of this failure is intentional user error. A customer in-service was requested. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "customer is not sure exactly what is wrong with these devices, but they will not power on. They have tried different power cords of all types, and they will not go on". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "customer is not sure exactly what is wrong with these devices, but they will not power on. They have tried different power cords of all types, and they will not go on". No patient involvement reported.